Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using an indigo system cat rx aspiration catheter (cat rx) from an indigo system cat rx kit (kit), the physician attempted to advance a wire through the catrx and found that the tip was kinked. The damage to the catrx tip was found prior to use and therefore the catrx was not used in the procedure. The procedure was completed using another catrx.